Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, fluid collection, autoimmune disease acquired due to implants (rheumatoid arthritis and sjogren's syndrome.

Event description:
Sales representative reported a no complaint against the left side device. Patient reported "both breasts encapsulated, with pain", "autoimmune disease acquired due to implants (rheumatoid arthritis and sjogren's syndrome", "patient is worried". Patient reported professional reported "capsular contracture baker grade IV". Diagnostic imaging noted "small fluid collection in the posterior region of the upper half, measuring 3.8 x 0.8 cm, with mild peripheral enhancement after contrast injection, suggesting seroma". The events of "autoimmune disease acquired due to implants (rheumatoid arthritis and sjogren's syndrome", are not considered device related.